Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
On 12th february 2025, it was reported by a distributor via email that for an ar-12990, knee scorpion¿, the knee scorpion needle tip broke and was stuck inside the knee scorpion and could not be removed. This was detected during use in a meniscal repair procedure on (B)(6) 2025. The procedure was completed successfully as another suture passer was used. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.